Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Impossible to work into 2.0 mm incision with the sleeves. No patient impact.